Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two in peritoneal dialysis. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that a supply bag had disconnected without falling. The technical service representative assisted the patient to end therapy and advised the patient that they will need to start over with all new supplies or use manual supplies to complete therapy. The technical service representative reviewed proper procedures per the user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that a solution bag disconnected which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.